Event description:
Complaint received from baxter ireland. The nurse stated that she had been giving chemo to a patient via an unspecified colleague pump when she noticed that the interlink y connector was leaking as it was connected to the patient. There was no reported patient injury of medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
The reported device will not be returned for evaluation due to chemotherapy contamination. A lot number was not provided; therefore, a batch review cannot be performed. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.